Event description:
It was reported that a hemostasis valve leak and blood loss occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was). It was observed that the hemostasis valve of the was leaked resulting in patient blood loss. The was was removed from the patient and the procedure was completed with a new was. No further patient complications were reported.

Event description:
It was reported that a hemostasis valve leak and blood loss occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was). It was observed that the hemostasis valve of the was leaked resulting in patient blood loss. The was was removed from the patient and the procedure was completed with a new was. No further patient complications were reported.

Manufacturer narrative:
Device analysis the returned product consisted of a watchman access system (was) with the dilator in the sheath. The dilator, hemostatic valve/hub, tip, and sheath were visually and microscopically analyzed and functional tests were performed. During microscopic inspection of the hub and sheath catheter, damage to the threads of the sheath were observed. Functional testing was performed with the application of positive and negative pressure with the hemostatic valve open and closed. The was was not able to be properly flushed or backflushed and air was unable to be removed from the device. When the dilator was removed and the hemostatic valve tightened the hemostatic valve was observed to leak. Product analysis confirmed the reported event of hemostatic valve leak.